Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Reportedly, customer was able to resolve the issue prior to reporting the issue. Reportedly, the customer reverted to an alternate form of insulin delivery.